Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010, due to limited range of motion and internal rotation of the tibial component. The tibial bearing and tray were removed and replaced. The surgeon noted that the tibial tray had been incorrectly positioned in the primary surgery. No further information has been received to date.